Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for review. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), would reportedly not be returned for evaluation despite requests. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right-sided weakness hours after being in the operating room. The patient was not on anticoagulation at that time. Diagnostic testing included computed tomography (CT) scans of the neck and head. An m1 occlusion was found and the patient went to interventional radiology (ir) for suction thrombectomy and given intravenous heparin bolus during that time. Bleeding increased from the chest tubes. Suck downs and low flows were noted. The patient returned to the operating room for mediastinal washout for cardiac tamponade. A subsequent head CT showed evolving left middle cerebral artery (mca) stroke (ischemic) with mass effect and midline shift. The neurosurgeon spoke to the wife and the patient is not a surgical candidate. The decision was made to assign a chief medical officer (cmo) and the patient ceased to breath (ctb). The patient passed away on (B)(6) 2020. Changes to patient condition or anticoagulation status were noted as a contributing factor. The patient had a history of right radial artery occlusion status post catheter insertion at the end of (B)(6) 2020. The patient also had a history of polycythemia vera.